Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable), the lens was removed/replaced within the initial procedure. If explanted; give date: n/a (not applicable), the lens was removed/replaced within the initial procedure. Device evaluation: the product has been discarded by the customer; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the platinum cartridge was bent and it tore the zxr00 23.0 diopter intraocular lens (iol) upon loading. The lens was not fully inserted. A back up lens was used to complete the procedure. Customer also indicated that the technician accidentally threw it out the lens. No further information provided.